Manufacturer narrative:
H6. Investigation: two photo samples were provided to our quality team for investigation. Through visual inspection, the stopper is noted to be properly assembled onto the plunger, however, a leakage past the stopper ribs was observed. There was no visible damage in the photos that could have contributed to the leakage. A device history review was performed for the reported lot 1912299, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1912299 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked on 2 occasions. The following information was provided by the initial reporter: leaking syringes during chemotherapy preparation. Operative follow-up: need to take another device. Patient consequence: none.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked on 2 occasions. The following information was provided by the initial reporter: leaking syringes during chemotherapy preparation. Operative follow-up: need to take another device. Patient consequence: none.